Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent altitude alarms occurred. The customer's blood glucose level was 160 mg/dl. Reportedly, the customer was ultimately able to clear the alarms and resume insulin therapy. Multiple attempts were made to follow up with the customer to complete troubleshooting, however no response was received.